Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 10:14 pm CT. The report number is being corrected from: 2183959-2018-61718 to: 2183959-2018-60949.

Event description:
It was reported that the patient had a scar constitution of hypertrophic scars that blocked the inflatable penile prosthesis pump. The physician removed the pump component and decided to operate another procedure to remove the scars.

Event description:
It was reported that the patient had a scar constitution of hypertrophic scars that blocked the inflatable penile prosthesis pump. The physician removed the pump component and decided to operate another procedure to remove the scars.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 10:14 pm CT. The report number is being corrected from: 2183959-2018-61718 to: 2183959-2018-60949. Device evaluation: the complaint component was returned and analyzed. The reported allegation of scarring and activation/flow issues were not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had a scar constitution of hypertrophic scars that blocked the inflatable penile prosthesis pump. The physician removed the pump component and decided to operate another procedure to remove the scars. Additional information received indicated the device failed to be activated. The physician performed a revision surgery to remove hypertrophic scars, and he will reschedule the surgery for implanting the new device. The patient was stable, no complication reported, no additional medical or surgical intervention reported.

Event description:
It was reported that the patient had a scar constitution of hypertrophic scars that blocked the inflatable penile prosthesis pump. The physician removed the pump component and decided to operate another procedure to remove the scars. Additional information received indicated the device failed to be activated. The physician performed a revision surgery to remove hypertrophic scars, and he will reschedule the surgery for implanting the new device. The patient was stable, no complication reported, no additional medical or surgical intervention reported.

Manufacturer narrative:
Additional information: this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 10:14 pm CT. The report number is being corrected from: 2183959-2018-61718 to: 2183959-2018-60949.